Event description:
It was reported that, pt complains that pain started a yr and a half after surgery. Pain has progressively increased and is getting worse. Pt is following up with his surgeon; MRI and blood tests were taken. He has rec'd cortisone shots, but it has not helped the pain. Blood test showed presence of cobalt and chromium in blood. MRI showed inflammation and fluid in joint. Pt wants stryker to cover the costs associated with his upcoming revision surgery scheduled for (B)(6), 2012.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.